Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was worried that since she fell 3 days ago she did something to the neurostimulator. She started hurting really badly from the mid of her back all the way to her legs. She was trying to do laundry and it was so painful she couldn¿t finish. If she isn¿t too active then she is ok and has been taking tylenol. Ps reviewed option to turn stimulation off until patient can follow up with managing hcp. Patient has an appointment on monday. No further complications were reported or are anticipated.